Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, these the applier failed to deliver clips. The clips delivered remained in open shapes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.